Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the detector will stop and pull back when moved towards patient. The customer needed several attempts to properly position the detector. The philips engineer suggested to perform bodyguard calibration. The customer performed the bodyguard calibration, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flat detector was moving randomly on its own when trying to move it towards patient. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.